Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five (5) devices were received for evaluation. The reported event was not confirmed for 5 devices; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device overheated. Two (2) events had patient involvement with no patient impact. Three (3) reported events had no patient involvement or patient impact.